Event description:
The customer was in a nursing home temporarily after hip surgery. The chair, at the time of the accident, was not moving fast enough at a lower speed range and she adjusted it to a higher setting. The customer lost control when she moved forward and ran into a wall, bruising her feet and ankles. She was immediately treated for her injuries and has stated that there does not appear to be any permanent damage.